Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: visual analysis of the photographs identified: device is seen intact and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, pain, and capsular contracture, baker grade iii allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side exchange of textured breast implant due to the patient¿s concern with the product and "pain". Healthcare professional reported "left side exchange of textured breast implant due to the patient¿s concern with the product and capsular contracture, baker grade iii". Device has been explanted.